Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The pump was received with a minor scratched display window, a cracked case at the display window corner, and a cracked reservoir tube lip.

Event description:
It was reported that the button was unresponsive twice on the insulin pump.